Event description:
During an unrelated procedure, a false elective replacement indicator (eri) alert was observed. The issue was resolved by explanting and replacing the device. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported event of unexpected eri alerts and output anomaly was confirmed; however, this was not device related. The device was received in normal working condition, with battery voltage above eri level. Electro-cautery marks were found on metal can. Analysis indicated a false eos has occurred on the explant date. Also, a false eri was triggered with the date shown before the manufacturing date, consistent with electro-cautery damage occurred during the surgical procedure as reported from the field. In this case, clearing eri or a firmware download will instantly restore the device normal operation. Electrical and mechanical tests indicated normal device functionality. Longevity assessment was performed and device was in normal range of operation with appropriate remaining longevity.